Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) split apart and broke before the physician was able to attempt closure. The balloon did not deploy, because the catheter was cracked. A 5f mynx control vcd was used to successfully close the artery. There was no reported patient injury. The vcd was used with a 5f 10cm non-cordis sheath. The patient has a notable history of hypertension and peripheral artery disease. The device was stored and prepped according to IFU instructions. The device was used in a peripheral procedure, using a retrograde approach. The physician noticed the device was damaged during the procedure because it wouldn¿t function properly. The deployer is trained in the use of the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The device is not being returned for evaluation as it was previously discarded.

Manufacturer narrative:
Physician was able to attempt closure. The balloon did not deploy, because the catheter was cracked. A 5f mynx control vcd was used to successfully close the artery. There was no reported patient injury. The vcd was used with a 5f 10cm non-cordis sheath. The patient has a notable history of hypertension and peripheral artery disease. The device was stored and prepped according to IFU instructions. The device was used in a peripheral procedure, using a retrograde approach. The physician noticed the device was damaged during the procedure because it wouldn¿t function properly. The deployer is trained in the use of the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ and ¿mynx control system cracked-in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.